Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a nocturnal hypoglycemic event while using the ilet bionic pancreas and followed coaching to avoid overtreatment, taking small sips of juice and later eating ice cream, with the device providing low and urgent low alerts. Symptoms included sweating and fatigue. Outcomes included no professional medical intervention and no need for assistance, and no hospitalization occurred. Investigation included troubleshooting and education with plans for additional training and outreach to assess potential setting changes or a factory reset. Investigation of this case revealed that the cause of the hypoglycemia remained unclear, with device alerts functioning. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.